Manufacturer narrative:
Combination product: yes. 10-feb-2026 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Hmsc reported noise resulting in inappropriate shocks and temporary increase in pacing impedance. Should additional information become available, this file will be updated. Lead remains implanted.